Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient has had an increased sense of urgency for their urinary activities since the procedure. They think they might have a urinary tract infection (uti) or something and they added that they are experiencing pain in their vagina from stimulation. The process of decreasing stimulation to a comfortable level and consult with their healthcare provider (hcp) about these issues was explained to the patient. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's managing healthcare provider (hcp) responded to a letter. The hcp did not treat the patient for a urinary tract infection (uti). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who confirmed a urinary tract infection (uti) was diagnosed during their trial. They didn't have the date for when it was diagnosed, but they redirected the manufacturing company to their general practitioner (gp). When asked, the patient said they do have a history of utis, but it was a long time ago. Additional information received from the gp who said the patient was diagnosed on (B)(6) 2018 and the patient took a 10-day course of antibiotics. Nurse thought the patient had a history of utis, but it was further in the past and the patient was not seen in this office for historical utis. Additional information received from a health care provider's (hcp) office. A nurse said the external neurostimulator (ens) was discarded and they did not believe the uti was related to the device/therapy. No further patient complications have been reported as a result of this event.